Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water level on the arctic sun device appeared empty after being used only once. The technician filled the arctic sun device but would only take 1.5 litres of water. The water level had then returned to 4 bars. The representative discussed with technical services. Advised to drained the arctic sun device and then refill. If this did not rectify the issue, the arctic sun device then require to be returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the water level on the arctic sun device appeared empty after being used only once. The technician filled the arctic sun device but would only take 1.5 litres of water. The water level had then returned to 4 bars. The representative discussed with technical services. Advised to drained the arctic sun device and then refill. If this did not rectify the issue, the device then require to be returned.